Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #: 1627487-2017-08647. It was reported that the patient developed an epidural abscess following a trial procedure. As a result, the patient was hospitalized on (B)(6) 2017 and treated with antibiotics. The patient went to a rehab facility for a week and the issue is now resolved.